Event description:
It was reported that during a balloon ablation procedure an error message was received at the beginning of the cycle. Another catheter was used to complete the case. No pt consequences were reported. The procedure was extended 45 minutes under general anesthesia.